Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (1 mg/ml) via an implanted pump. The indication for pump use was spinal pain. It was reported that the pump was not helping the patient as much as it used to. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2021 an x-ray and catheter aspiration were done, and the patient was taken to surgery where the spinal segment of the catheter was replaced because it was not in the intrathecal space. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.